Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak occurred twelve minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood was visually observed within the outflow line of the dialysate. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 120 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on the same machine and the patient completed treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility reported a dialyzer blood leak occurred twelve minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood was visually observed within the outflow line of the dialysate. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 120 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on the same machine and the patient completed treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, a potted fiber fragment was observed on the non-cavity ID end of the dialyzer. The fiber fragment extended from the potting surface approximately 3.5 mm in length, under magnification (x20), at approximately 185°, with the dialysate ports situated at 0°. An opposing end to the fiber fragment could not be isolated. No other damage or irregularities were noted on the returned sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. The leak is confirmed due to a potted fiber fragment and will be coded 620 ¿ fiber leak. The probable causes for this failure include: handling of the fiber bundle during the production process or insertion of the fiber bundle into the dialyzer housing.

Manufacturer narrative:
Correction: b3, d10 concomitant products therapy date.

Event description:
A user facility reported a dialyzer blood leak occurred twelve minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. Blood was visually observed within the outflow line of the dialysate. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 120 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on the same machine and the patient completed treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.